Event description:
As reported, the handle of two 6/7f mynxgrip vascular closure devices (vcds) split prior to deploying the sealant. The plastic handle split; not the shuttle, not the advancer tube. The handle split from the rest of the device. It came apart when the user first pulled back. Manual compression was utilized. There was no reported patient injury. The devices were opened on sterile field and stored as per labeling. The user is mynx certified. There was no resistance/friction experienced. The sheath was not kinked/bent. The access vessel was femoral arterial. There was no vessel tortuosity. The devices and four sterile devices will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the handle of two 6f/7f mynxgrip vascular closure devices (vcds) split prior to deploying the sealant. The plastic handle split; not the shuttle, not the advancer tube. The handle split from the rest of the device. It came apart when the user first pulled back. Manual compression was utilized. There was no reported patient injury. The devices were opened on a sterile field and stored as per labeling. The user was mynx certified. There was no resistance/friction experienced. The sheath was not kinked/bent. The access vessel was femoral arterial. There was no vessel tortuosity. A non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation along with four sterile units from the same lot reported in this complaint, which were sent in their original packaging for evaluation. During the visual inspection of the non-sterile device, it was noted that the shuttle was completely engaged with the black handle. The sheath used in the procedure was not returned with the device for evaluation, nor was any syringe observed to be attached to the stopcock, which was returned in the open position. The sealant was exposed and still mounted on the unit but distally displaced, while the advancer tube was still in its manufactured position. Additionally, the sealant sleeve was observed in the manufactured position, making it impossible to conclude if the unit was ever introduced into a sheath. No other anomalies were observed to the returned unit. Meanwhile, the four sterile units were received in their original shipping conditions, inside a pouch bag and the original packaging tray. None of these units presented any type of damage related to the reported event. A high magnification evaluation was completed to assess the surface conditions of the black handle and shuttle of the non-sterile unit after the shuttle was separated from the handle to emulate the intended use of the unit and verify to if a failure mode was visible after the deployment mechanism was triggered per the instructions for use (IFU) indications. During this evaluation, no damage of any type was observed as a result of the intended shuttle separation/disengagement. This evaluation was also performed on the sterile units, and no issues related to the reported event were observed. The reported event of ¿catheter-catheter detachment¿ was not confirmed through analysis of the returned devices and sterile units as there were no detachments or damages noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analyses, it is not possible to determine what factors may have contributed to the issues experienced by the customer, especially since there were no anomalies noted to the returned devices. Although it was clarified with the complainant that ¿the handle split from the rest of the device,¿ it is possible that the user experienced a disengagement of the shuttle grip instead since there were no separations noted (even though the shuttles of the returned devices were engaged to the handles when received). According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analyses of the complaint devices, product analyses of the sterile unit, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.